Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a davinci - xi - sacrocolpopexy revision + anterior and posterior repair + advantage fit sling + davinci - xi - salpingo-oophorectomy (bso) + cystoscopy procedure. This procedure was performed on february 1, 2021, due to post-hysterectomy prolapse with failure of sacral colpopexy mesh, anterior vaginal wall prolapse and stress urinary incontinence. Findings showed prolapse of the cervix into the introitus; anterior and posterior vaginal wall prolapse (grade 2); grossly normal bladder with brisk bilateral efflux at the conclusion of the procedure; dense pelvic adhesions of small bowel to the bilateral pelvic sidewalls; rectosigmoid colon; and bladder. The procedure was completed with no complications. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. As reported by the attorney, the patient experienced an unknown injury. Additional details regarding this experience were not provided.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2021, implant date as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: surgeon: dr. (B)(6). Assistants: dr. (B)(6)., dr. (B)(6)., (B)(6) medical center. Block h6: imdrf patient code e2401 captures the reportable event of an unspecified injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.